Manufacturer narrative:
MDR (B)(4) initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported on (B)(6) 2026 that the patient's two infusion sets cannula was kinked, it led to high blood glucose level and insulin flow blockage. Patient experienced high blood glucose level and treated with manual bolus.